Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously elevated troponin (accutni) results, above acute myocardial infarction threshold, were generated by access 2 immunoassay system for two patients. The results did not match the patients' results from the customer's unicel dxc 600i synchron access clinical system. Repeat testing on one of the patient samples after weekly instrument maintenance produced lower results. The erroneous results were not reported out of the laboratory, and therefore, there was no change to patient treatment. Review of the qc, calibration curves and system checks indicated that the instrument was performing within the specifications before and on the day of the event. A field service engineer (fse) was dispatched and discovered a crack in the wash pump close to the belt pulley, which was the cause of the event. The fse replaced the wash pump and verified the instrument performance. Note: the event concerning the customer's unicel dxc 600i synchron access clinical system has been reported in MDR# 2122870-2012-01630.